Manufacturer narrative:
An outside of the united states (ous) customer contacted siemens customer care center to report discordant pt results that were obtained on one patient sample on the cs-5100. Instrument. Siemens reviewed the information provided. There is no evidence of any analyzer, software, reagent or assay issue. The kinetics are characteristic of a sample that was not mixed properly after blood draw. This indicates the issue is a pre-analytical issue with the sample. System works as specified. Customer is operational. The instrument is performing according to specifications. No further evaluation of this device is required. Note: thromborel s is marketed in the united states under material number 10873565. The 510(k) numbered documented in section g4 is for this product.

Event description:
The customer reported the observation of discordant increased inr results and falsely elevated pt (prothrombin time) sec results obtained on patient sample measured with thromborel s on the cs-5100 instrument. There are no known reports of patient intervention or adverse health consequences due to this discordant results.